Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer blood glucose level was 8.4 mmol/l. Customer stated that the hardware low level failure alarm was unresolved as he can¿t enter carbohydrates in bolus wizard. Checked and bolus wizard set up was turned off and ensured it was turned back on. The device will not be returned for analysis.